Manufacturer narrative:
Remove device code - incorrect measurement.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The customers blood glucose level was reported to be 230-240 mg/dl. The customer took a manual injection. During troubleshooting with tandem technical support, review of the pump data revealed the pump battery gauge went from 100% battery life to 5% . It was indicated that the customer would use manual injections as alternate insulin therapy.